Manufacturer narrative:
Customer ordered replacement part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that footswitch failure occurred during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.